Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B72582) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal pain ("cervical vertebrae pain"), pain in extremity ("painful feet when standing on the floor"), alopecia ("hair fell out"), pruritus ("whole body itched"), genital pain ("pain inside genitals"), dyspareunia ("pain during sex"), vulvovaginal pruritus ("itching during sex"), loss of libido ("non-existent sex drive"), proctalgia ("rectum started to hurt / area closer to the anus"), dysphonia ("problem with my voice"), dry throat ("throat was dry"), dyspnoea ("breathing was a really effort"), rosacea ("worsening of rosacea"), rash macular ("skin red with spots"), blister ("blisters around nails") and fatigue ("physical exhaustion"). The patient was treated with surgery (essure removal) and vocal rehabilitation. At the time of the report, the pelvic pain, pruritus, rosacea, rash macular, blister and fatigue had resolved and the spinal pain, pain in extremity, alopecia, genital pain, dyspareunia, vulvovaginal pruritus, loss of libido, proctalgia, dysphonia, dry throat and dyspnoea outcome was unknown. The reporter considered alopecia, blister, dry throat, dyspareunia, dysphonia, dyspnoea, fatigue, genital pain, loss of libido, pain in extremity, pelvic pain, proctalgia, pruritus, rash macular, rosacea, spinal pain and vulvovaginal pruritus to be related to essure. Lot number: b72582. Manufacturing date: 2013-09-26. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc. A lot number was received in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B72582) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal pain ("cervical vertebrae pain"), pain in extremity ("painful feet when standing on the floor"), alopecia ("hair fell out"), pruritus ("wole body itched"), genital pain ("pain inside genitals"), dyspareunia ("pain during sex"), vulvovaginal pruritus ("itching during sex"), loss of libido ("non-existent sex drive"), proctalgia ("rectum started to hurt / area closer to the anus"), dysphonia ("problem with my voice"), dry throat ("throat was dry"), dyspnoea ("breathing was a really effort"), rosacea ("worsening of rosacea"), rash macular ("skin red with spots"), blister ("blisters around nails") and fatigue ("physical exhaustoin"). The patient was treated with surgery (essure removal) and vocal rehabilitation. At the time of the report, the pelvic pain, pruritus, rosacea, rash macular, blister and fatigue had resolved and the spinal pain, pain in extremity, alopecia, genital pain, dyspareunia, vulvovaginal pruritus, loss of libido, proctalgia, dysphonia, dry throat and dyspnoea outcome was unknown. The reporter considered alopecia, blister, dry throat, dyspareunia, dysphonia, dyspnoea, fatigue, genital pain, loss of libido, pain in extremity, pelvic pain, proctalgia, pruritus, rash macular, rosacea, spinal pain and vulvovaginal pruritus to be related to essure. A lot number was received in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.